Event description:
It was reported that a power on reset (por) condition occurred. It was reported that the pt had seen the por since (B)(6) 2011 but the hcp did not know what the message was about. Add'l info received reported that an overstimulation sensation occurred. The pt reported not being able to walk for 3 days or sit or stand. Also, reported was that stimulation could not be adjusted. Also reported was painful stimulation and stimulation in the wrong location. The hcp attempted to reprogram but the pt was feeling stimulation down right leg and it is severely painful. The hcp mentioned that the lead may have moved which could be the cause of complications. The cause of the event was ins site pain. The ins was flipping since it was close to the skin. There were no abnormal impedance measurements. A surgical intervention occurred and a revision took place due to the battery shifted in the ins pocket. The revision resolved the ins flipping. The pt did not require hospitalization. There was no injury, a non serious injury/illness and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4).